Event description:
Philips received a complaint on the v60 indicating that the navigation ring was not responding. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and found that the navigation ring was not responding. This issue repeatedly occurred when trying to change the settings on a setting/changing screen. There were no items or values that were adjusted automatically without pressing a button, and the touchscreen allowed the user to change, accept, or cancel the value. Additionally, there were not any instances of prescriptions being changed automatically without input. This issue was resolved after the front bezel was replaced. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The product investigation lab (pil) has verified that the navigation ring located on the top right portion of the front bezel operated as expected. The technician verified that there were no visual issues. The navigation ring passed testing on the preload tester and provided a consistent increase and decrease of numerical setting choices in a linear fashion when used. No problem was found.